Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the scope had an abnormal bending section during angulations. The bending section cover was removed and found the skeleton of the bending section broken on the insertion tube side. Based on the OEM investigation finding; the investigations have determined that excessive torque loaded to the bending section through usage. The reported phenomenon could be reproduced when angulated the bending tube and the insertion tube is forcibly rotated 180 degrees at the same time. The instruction manual warns user "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "

Event description:
The user facility reported that a kink was noted on the bending the section of the device after reprocessing. There was no metal exposed. It was reported that the device was not used in a procedure.